Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Communication to the device could not be established with a programmer. The device case was then opened to facilitate analysis of the internal components and visual inspection revealed no irregularities. The battery was separated from the other device electronics and external power was applied to the hybrid. Hybrid current drain measured normal. Analysis determined that the battery depleted prematurely due to a performance anomaly with the battery component.

Event description:
It was reported that this pacemaker exhibited noise and oversensing in the right ventricular (rv) channel. This noise reoccurred while the patient was sitting in the chair. Possible reprogramming was discussed. A review of another episode noted possible loss of capture. Subsequently, the rv lead exhibited pacing inhibition and high capture thresholds, this lead was surgically abandoned and successfully replaced. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received; this pacemaker was explanted due to normal battery depletion and successfully replaced. This pacemaker was later returned for analysis. No adverse patient effects were reported.